Event description:
Cramping, sharp, stabbing pelvic pain, abnormal menses, period stops, constant spotting, discharge, endometriosis, hot flashes, excessive bleeding, painful ovulation, night sweats, loss of libido, bleeding/spotting after sex, painful periods, bleeding between periods, long menses trail cycles, sexual dysfunction, lack of menstrual cycle, itching, burning, stabbing in vaginal entrance, breast pain tenderness, joint pain, pelvic pain, gas, constipation, severe bloating, metallic taste in mouth, headaches and migraines, dizziness, tingling sensations, numbness, brain fog, forgetfulness, mood swings, ringing in ears, easily bruising, gluten sensitivity, food and allergy sensitivities, hives, rashes, cysts, boils, acne, skin irritation and itching, heart fluttering, hair loss and hair changes, insomnia, thyroid disease, weight issues, blurred vision, dry skin, hair, and eyes.